Event description:
This was a cardiac lead management case conducted in the or to remove three leads and place one lv epicardial and one ICD lead. An arterial line was placed and tee was utilized throughout the case. A thoracotomy was performed to place the lv epicardial lead and a chest tube prior to the extraction case. The pocket was opened and the rv pacing lead ((B)(4)) was removed with traction alone. The rv ICD lead ((B)(4)) lead was then prepped with an lld-ez and a 14f sls ii and a visisheath size m (medium) were used to successfully remove the lead. The physician then prepped the rv ICD ((B)(4)) lead with an lld-ez and upsized to a 16f sls ii with a visisheath size l (medium) for removal. As the visisheath was advanced in front of the sls for manual dissection, there was a decrease in blood pressure with pulseless electrical activity (pea). Approximately 2 liters of blood was noted in the chest tube collection device. The physician reopened the left chest; but, not finding a vascular injury, performed a sternotomy. A svc tear was identified and repaired. The patient was stabilized and moved to the floor. On (B)(6) 2012, the patient was deemed as "brain dead" and the family made the patient a dnr. On (B)(6) 2012, the patient was taken off life support and expired. The physician stated that this event was not attributable to the spnc devices used. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lhr review.